Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue first occurred at 8:30am on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and stated that over the past 5 years they had been doing more exercise. The patient stated that at 9:45am the same morning they developed the symptom of thirst in response to these symptoms the patient was given 9.8 units of an unspecified type of insulin from a non-healthcare professional. The patient also had their blood glucose measured on another unspecified device at 10:50am the same day and obtained a blood glucose reading of 509mg/dl. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting the cca noted that the batteries did not need to be changed per the owner's booklet recommendation and there was no misuse of the product. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.